Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental.

Event description:
It was reported that "patient had primary surgery on (B) (6) 2010 for spinal trauma at t7. Four screws were placed at a level above and below t7. Patient was then taken back to the or on (B) (6) 2010 for further stabilization requiring implantation of pedicle screws. On (B) (6) 2010 I was notified that the caps have separated from the screws and rod requiring a revision procedure, that was also completed on (B) (6) 2010 by dr (B) (6).